Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was producing an inconsistent wavelet. The wavelet function was changed to monitor only. It was also reported that small r-wave measurements were observed on the right ventricular (rv) lead. The ICD and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).